Event description:
On (B)(6) 2011, therakos received a report of a blood leak that occurred in the photoactivation module. Customer claimed leak was not found until photoactivation and final reinfusion to patient had already been completed. Customer stated blood pump alarm in cycle 2 was cleared after delivering saline bolus. Customer estimated less than 50 or 75 ml of volume leaked from the photoactivation module.

Manufacturer narrative:
Batch record review of xts kit lot y757 showed the lot met release requirements. The return was received for investigation and the complaint was verified. The root cause has been identified and corrective actions have been implemented. There is no further action required at this time. Complaints of this nature are monitored through tracking and trending. (B)(4).